Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and diarrhea. The cause of the peritonitis was unknown. Two days after onset, the patient was hospitalized for the event. While hospitalized, dianeal therapy was discontinued and the patient was transferred to hemodialysis. Treatment information was not reported. After twenty-nine days, the patient was discharged from the hospital. The patient was reported to have recovered from the peritonitis event. Additional information is not available at this time.